Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose (bg) level was over 240mg/dl. A correction bolus was delivered and a manual injection was administered to address the bg level. As the customer was not currently experiencing the issue during the report, tandem technical support educated the customer in regards to causes of inaccurate fill estimates.